Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2020, during an unknown procedure, the neutral drill guide would not lock into the outer sleeve. The surgeon used both neutral drill guides in the set and tried all six (6) of the outer sleeves. There was a surgical delay of ten (10) to fifteen (15) minutes in total while tried multiple sleeves to fix problem. The procedure was completed successfully. There was no patient consequence reported. Concomitant device reported: unknown trocar with handle (part# unknown, lot# unknown, quantity 1) this complaint involves eight (8) devices. This is 4 of 8 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: functional/visual visual inspection: the lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm was received and no visual issues were identified with the returned components of the device. Functional inspection functional testing was completed with the returned neutral drill guide for 4.5mm cortex screw (03.120.017) and the complained condition could not be replicated. The neutral drill guide was able to lock into the outer sleeve. The complaint condition, therefore, can not be confirmed. Can the complaint be replicated with the returned device(s)? No: the reported complaint condition could not be replicated as the mating devices (neutral drill guide and outer sleeve) did lock into each other. No visual defects or deformities were observed that would impact the functionality or mating abilities of the lock/neutral guide. Device failure/defect identified? No dimensional inspection: the spring tabs are conforming, no deformities were identified that would impact functionality of the device. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is not confirmed for the lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm (p/n 03.231.007 as no visual defects or deformities were observed that would impact the functionality or mating abilities of the lock/neutral guide. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.231.007-us lot: l626020 manufacturing site: hägendorf release to warehouse date: dec. 01, 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.